Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, oversensing due to noise from the right ventricular (rv) lead was observed. Noise was also observed from the right atrial (ra) lead. The rv and ra leads were capped and replaced to resolve the event. The patient was stable with no adverse consequences. Related manufacturer reference number: 2017865-2018-14956.